Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6) , batch: 8444906. Common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6) , batch: 8444906. Common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6) , batch: 8444906.

Event description:
It was reported the patient was experiencing auto reducing on lead l1 on contacts 5-8 after an unrelated surgery. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.